Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was not hospitalized for the event. The patient was treated with unknown antibiotics (doses, routes and frequencies not reported) for ten days for the event. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. No additional information could be provided as the reporter declined follow-up.